Event description:
It was reported that during a prostate procedure, the fiber metal cap had detached inside the bladder at 5,454 joules. The physician was able to retrieve the metal cap at the end of the procedure with a toomey syringe. There was no indication or report of any part of the device remaining inside the pt. The procedure was completed with a second fiber. No pt injury reported.